Event description:
During an in clinic follow-up, increased capture threshold and decreased sensing were observed on the right ventricular (rv) lead. A micro-dislodgement was suspected, however not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.